Event description:
Clinical study. Same case as 6000089-2006-01374. It was reported that 2 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st). Lesion 1 was a 3.0mm, 90% stenosed, bifurcated, mildy calcified and tortuous 16mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. The next day the patient experienced a st in both stents. The st was resolved with medical management. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.